Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 20 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include difficulty speaking, sweating. In addition, the patient reports they had a loss of consciousness. The patient reports their controller and constant glucose monitor showed their blood glucose level was over 400 mg/dl but upon arrival of the paramedics their level was checked, and was 27 mg/dl. The patient reports after a short period of time their blood glucose level was 24 mg/dl according to the paramedics. The patient was treated with intravenous fluids as well as glucose tablets. The patients reported blood glucose level after treatment was 167 mg/dl. The patient did not go to the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6.